Event description:
While administering medication through an ett, the multi-access catheter broke and remained lodged in the pt's respiratory tract. Dates of use: is 1 minutes. Diagnosis or reason for use: administration of beractant.